Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue of other alarm. However, a review of the logs revealed that multiple slow flow supply alarms were encountered on (B)(6) 2015 and on the reported occurrence date of (B)(6) 2015. The reported ¿unknown alarm¿ issue was verified in the event history log as a slow flow supply alarm problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Based on the results of the sample analysis, the direct cause for the reported ¿unknown alarm¿ (slow flow supply alarm) issue was undetermined. No device failure or malfunction was found that was related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unspecified phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.